Event description:
The patient was initially treated for a ruptured abdominal aortic aneurysm on (B)(6) 2014. The following stents were implanted: an axf bifurcated stent graft, an afx vela suprarenal, five (5) afx limb stent graft¿s, and three (3) non-endologix stents (two (2) stents in the left iliac and one (1) in the right iliac). On (B)(6) 2014 the patient presented with back pain. Device migration and a type 2 endoleak (non-device related) from lumbar arteries. The physician elected to preventatively treat the patient with the implant of an afx vela infrarenal. On (B)(6) 2015, the patient was treated for aneurysm enlargement (+1.7cm/15m) and a type ii endoleak from an l4 lumbar artery with the implant of an ovation prime stent graft system (MFR# 2031527-2017-00546). On (B)(6) 2017 the patient presented emergently with a contained rupture and a possible unknown endoleak. On (B)(6) 2017 an ovation ix extender and a palmaz (non-endologix) stent were implanted (MFR# 2031527-2017-00086). On (B)(6) 2017 surgical intervention for aortic sac decompression was performed (removed all thrombus and grumous, ligated the two lumbar arteries causing the type ii endoleak and squirted antibiotics in the aneurysm sac and sewed the sac back over the graft). The patient presented to the emergency room on (B)(6) 2023 with abdominal pain. Computed tomography angiogram of the abdomen and pelvis showed an aneurysmal right hypo and a type ib endoleak of the right limb with no rupture. On (B)(6) 2023 reintervention was performed. The physician got behind the graft and placed three (3) large terumo azur coils in the abdominal sac, cannulated the right internal iliac and coil embolized that vessel with penumbra coils, and implanted two (2) ovation ix iliac limbs to extend the right limb into the patient's right external iliac artery. This resolved the type ib endoleak. The patient was stable and transferred to the ICU. This initial procedure is outside of the indications of use (off-label) due to the use of adjunctive devices not compatible with the afx system.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for a ruptured abdominal aortic aneurysm on (B)(6) 2014. The following stents were implanted: an axf bifurcated stent graft, an afx vela suprarenal, five (5) afx limb stent graft¿s, and three (3) non-endologix stents (two (2) stents in the left iliac and one (1) in the right iliac). On 05 december 2014 the patient presented with back pain. Device migration and a type 2 endoleak (non-device related) from lumbar arteries. The physician elected to preventatively treat the patient with the implant of an afx vela infrarenal. On (B)(6) 2015, the patient was treated for aneurysm enlargement (+1.7cm/15m) and a type ii endoleak from an l4 lumbar artery with the implant of an ovation prime stent graft system (MFR# 2031527-2017-00546). On (B)(6) 2017 the patient presented emergently with a contained rupture and a possible unknown endoleak. On (B)(6) 2017 an ovation ix extender and a palmaz (non-endologix) stent were implanted (MFR# 2031527-2017-00086). On (B)(6) 2017 surgical intervention for aortic sac decompression was performed (removed all thrombus and grumous, ligated the two lumbar arteries causing the type ii endoleak and squirted antibiotics in the aneurysm sac and sewed the sac back over the graft). The patient presented to the emergency room on (B)(6) 2023 with abdominal pain. Computed tomography angiogram of the abdomen and pelvis showed an aneurysmal right hypo and a type ib endoleak of the right limb with no rupture. On (B)(6) 2023 reintervention was performed. The physician got behind the graft and placed three (3) large terumo azur coils in the abdominal sac, cannulated the right internal iliac and coil embolized that vessel with penumbra coils, and implanted two (2) ovation ix iliac limbs to extend the right limb into the patient's right external iliac artery. This resolved the type ib endoleak. The patient was stable and transferred to the ICU. This initial procedure is outside of the indications of use (off-label) due to the use of adjunctive devices not compatible with the afx system. After the initial report, the clinical assessment determined a contained rupture occurred that was not in the event as reported. The rupture was discovered during a review of the operative notes dated 27 august 2023.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak of the right iliac limb with additional endovascular procedure complaint is confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined a contained rupture occurred that was not in the event as reported. The rupture was discovered during a review of the operative notes dated (B)(6) 2023. The complaint is most likely user related. The ovation reline that occurred on (B)(6) 2015 was placed within an afx system (off label concomitant product use). There was a non endologix (palmaz) stent placed in the proximal right common iliac artery (off label concomitant product use). The procedure related harms identified is respiratory complications (prolonged intubation). The final patient status was reported as discharged home on postoperative day four in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.